Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had increased pain for about 3 months. Reprogramming was attempted and when the impedances were checked and all impedances on all contacts 0 ¿ 7 (except 3 & 6) were ¿over impedance.¿ the patient was not getting stimulation. The manufacturer representative reprogrammed the patient using the other lead and the patient was able to get coverage on the side/area needed. No further complications are anticipated.